Event description:
There was a concern of ongoing corrosion of the patient percutaneous lead side connector. Additional information stated the patient was instructed to cover the driveline and modular cable with press and seal, and they were following guidance.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing multiple communication fault alarms. The controller was swapped by the patient but it did not resolve the alarms. The patient went to a clinic for additional troubleshooting. Log file confirmed the reported driveline communication (b) faults. Original controller was swapped back with a new modular cable on (B)(6) 2022 which appeared to resolve the alarms. Additional information stated that the event logs contained the tail of the original event shut down sequence with additional data following your modular cable and controller swap. These logs appeared to indicate the communication b faults returned between the date stamp of (B)(6) 2022 at 8:16pm and 9:14pm. Following this time frame, the communication fault appears to resolve and did not return. The pump was operating normally. Another additional log review stated there were no comm fault alarms since (B)(6) 2022, 21:31. Related MFR # of the modular cable 2916596-2022-14901

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline communication fault alarms. Corrosion in the pump cable inline connector was reported which could have contributed to the alarms; however, the corrosion was unable to be confirmed through this evaluation, and a specific cause for the driveline communication fault alarms could not be conclusively determined. The submitted pump cable photo showed the pump cable inline connector disconnected from the modular cable. The resolution of the photo was not sufficient to confirm the reported corrosion. The submitted log files were reviewed and found that the pump operated at the set speed without issue while the driveline was connected to a controller. Communication (b) faults were captured in the left ventricular assist device (lvad) log file from (B)(6) 2022 through (B)(6) 2022. A communication (b) fault was captured on (B)(6) 2022 (while the pump was ongoing with the backup controller) that activated the driveline communication fault alarm. After the pump was switched back to the primary controller (with a new modular cable per the reported event), communication (b) faults were captured on (B)(6) 2022 that ultimately resolved. No further communication (b) faults were captured through (B)(6) 2022, and the driveline communication fault alarm did not activate again. No other notable alarms were captured. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 6 warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.